Event description:
Patient mentioned having a nevro spinal cord stimulator on the left side for years, that would only allow extremities to be scanned (and nothing of the torso) so often times, because of the nevro device they would end up having to get computed tomography scans. The patient stated the nevro site always hurt them because they had "a foreign body implanted in there" and that they were a chronic pain management patient with a messed up spine, a bunch of metal in their neck, joint issues and they would get steroid injections in their hip/"my bursa" and tried to get the tendon but the injections were helping less and less. They also stated the pain where it was radiating also went back across where the implant was and they had to have the nevro device moved one time and had a pocket revision because of the pain that the nevro device had caused. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).